Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that the complete implanted system was removed on 2017-jul-11. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/ pelvic floor. It was reported that the caller stated that the patient hold them that the device did not work and they removed it. The patient said they had an implant for seizures and also denied having a loop recorder implanted. The caller was going to investigate further and get some imaging to confirm what the patient was telling them. The patient told them they had an implant for seizures. There were no further details about the ¿not working¿ part. There were no further complications reported.